Manufacturer narrative:
Infant. The customer¿s report of a ¿crack at the connection site to the non-bd manifold¿ was confirmed. Visual inspection of the set noted that the male luer collar was cracked. Light blue alcohol caps were attached to the smartsite ports. Examination under magnification observed no stress marks or tool marks. Functional testing was deemed unnecessary due to the broken male luer collar. The root cause of the male luer crack could not be determined. The damage was not expected to have occurred during assembly as the break was observed during use. An excess application of force may have been exerted upon disconnection, resulting in the breakage.

Event description:
The customer reported that in the nicu, the tpn tubing cracked at the connection site of the tubing and the non-bd manifold during an infusion, causing the tubing to disconnect from the manifold. Although requested, no additional information was available.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that in the nicu, tubing for tpn cracked at the connection site to the non-bd manifold. The crack caused the tubing to disconnect from the manifold. The customer believes this event occurred during patient use, but that is not confirmed. No additional information is available.